Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the circumstances that led to the ins being off unexpectedly was due to a lack of charge. The issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported that they saw their healthcare provider (hcp) this morning and their hcp told them that the ins had been turned off since (B)(6) 2018. The patient reported that they were not sure how the ins was turned off because they had been charging the ins and the ins was charging. The patient also reported that they had been shaking badly since the beginning of (B)(6). The patient reported that they could not turn the ins back on with the patient programmer because the screen was blank and they did not have extra batteries. The patient called back later that day reporting that they got batteries for the patient programmer but they were getting a stuck key on the power button to turn the patient programmer on. The patient then reported seeing error code 006. The patient reported taking the batteries out and replacing them and then tried turning the ins back on, but it would not turn on. The patient reported pressing the check button, but they kept seeing the check screen. The patient reported the programmer was not responding to button presses. The patient also tried turning the ins on with the recharger, but the patient reported they could not stop shaking to hold the buttons down. The patient reported they needed someone to help. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.